Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (line through display) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is reportable because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 08/2/2016. Device evaluation: the device has been returned and evaluated by product analysis on 07/29/2016 with the following findings: the battery cap and cartridge cap was not returned. All testing was performed using test caps. During testing, the pump was powered on with a test battery cap. A vertical line was observed on the left side of the display during pump initialization and prior to the "verify" screen. The line faded and disappeared once the "verify" screen was displayed. The pump case was removed; there was no evidence of moisture observed inside the pump. The display flex cable was fully inserted into the display flex connector. The display flex cable failed during testing; a test display was installed with no lines present at initialization. Unrelated to the complaint, the audio bolus button cover was observed to be torn; however, the bolus button was found to be responsive to button presses.